Event description:
The device was received for investigation. The loss of hearing with the device occurred suddenly. There are no known events which may have led to the loss of hearing. The user was re-implanted.

Manufacturer narrative:
Conclusion: device investigation only found damage on the conductive link between fmt and implant demodulator, as it appears typical for having been caused during some intervention. The damage found can well explain for the missing device function which led to the explantation but due to contradicting information from the field it is unknown when the device was damaged. This is a final report.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The device was received for investigation. The loss of hearing with the device occurred suddenly. There are no known events which may have led to the loss of hearing. The device was removed and the user was re-implanted.